Manufacturer narrative:
During laboratory evaluation, the product surveillance technician (pst) observed the pump display screen to be black in color and there was no pump communication to system configuration. The pump was appearing and disappearing on the system configuration screen making connecting impossible. Once the application board was replaced the unit operated normally, determining that the customer's application board is defective. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The reported complaint was confirmed. The service repair technician (srt) duplicated the complaint. He replaced the pump pod. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb)procedure, the cardioplegia pump had a black screen. It appeared to not be getting power since rebooting the system and reseating the cable did not fix the issue. As a result, an alternative device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.